Manufacturer narrative:
Investigation conclusion customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine control and 3 high level of hcg urine controls (201.8 iu/ml, 203.4 iu/ml and 205.2 iu/ml); all results were hcg positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficient information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of customer receiving a false negative hcg. Event occurred in (B)(6). Patient received a positive result from an unspecified home pregnancy test. Pregnancy was confirmed with blood test. No adverse patient sequela reported. No specific patient information provided.